Event description:
Account reported that they have been getting erratic results for patient calciums and gave the following two examples. Sample one: initially 5.6 mg/dl, repeated as 9.8 mg/dl. Sample two: initially 0.1 mg/dl, repeated as 10.4 mg/dl. The incorrect results were not reported. The field service representative found the rinse nozzle was clogged and repaired the instrument.